Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site after wearing the device longer than 48 hours. The patient had a phone appointment with doctor and was diagnosed with an infection. Symptoms reported include irritation, inflammation and site discharge. Patient was prescribed cephalexin (500mg tablet), to be taken 3 times a day for 10 days.